Event description:
Information received from the field does not address the patient's clinical status but notes high atrial thresholds and loss of sensing. When the device was replaced, blood was noted in the connector header.